Manufacturer narrative:
(B)(4). The customer returned one arterial catheter and the respective packaging for analysis. Signs-of-use in the form of biological material was observed inside the catheter extrusion. Visual analysis did not reveal any defects or anomalies. The total catheter body length (per measurement a in the catheter graphic) measured 2.578", which is within the specification limit of 2.565"-2.605". The catheter body outer diameter measured .045", which is within the specification limits of .045"-.047" per the catheter extrusion graphic. The catheter body inner diameter at the proximal end measured .035", which is within the specification limits of .035"-.037" per the catheter extrusion graphic. The catheter hub was attached to a lab inventory luer-lock syringe filled with water. The syringe was compressed, and the water was able to pass completely through the catheter with little to no difficulty. A device history record review was performed, and no relevant findings were identified. The IFU provided with the kit informs the user, "firmly hold introducer needle hub in position and advance catheter forward, with a slight rotating motion, over spring wire guide into vessel". The IFU also states, "do not suture directly to outside diameter of catheter body to minimize the risk of damaging the catheter or adversely affecting monitoring capabilities". The report of a kinked arterial catheter could not be confirmed through complaint investigation. Visual analysis did not reveal any defects or anomalies of any kind. Additionally, the catheter met all relevant dimensional and functional requirements, and a device history record review was performed with no relevant findings. Based on the customer report and the sample as received, no problem was found with the returned sample. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
The complaint is reported as: "there has no data when connect a-line monitor, and found out that the catheter is twisted." No patient harm reported. The device was removed and replaced. The patient's condition is reported as fine.

Manufacturer narrative:
(B)(4).

Event description:
The complaint is reported as: "there has no data when connect a-line monitor, and found out that the catheter is twisted." No patient harm reported. The device was removed and replaced. The patient's condition is reported as fine.